Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
I was reported that after changing the cartridge, an alarm 25 occurred and multiple intermittent alarm 31 and 30 occurred with multiple cartridges. Customer reloaded cartridge to resolve issues and insulin delivery was resumed. Customer's blood glucose was 100-300 mg/dl. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 31/30 were verified; alarm 25 could not be verified.